Event description:
The customer discovered questionable hemoglobin a1c gen.2 results after they were questioned by a physician. After the results were questioned, the customer ran qc and found it was out of range, then tried recalibrating the assay, but could not get qc results within the acceptable range. The customer then loaded a new reagent cassette and ran qc which was acceptable. The customer repeated testing of all 60 patient samples and they were all 1.5% to 3% lower than the original result. The customer provided two specific examples. Patient 1 original result was 11.8% and the repeat result was 8.7%. Patient 2 was an (B)(6) year old male born on (B)(6). The original result was 10.4% and the repeat result was 7.9%. The original results were reported outside the laboratory. The repeat results were believed to be correct. There were no treatments based on or withheld based on the elevated results as they did not match the patient histories. There was no adverse event. The reagent lot number was 69989301 with an expiration date of 09/30/2015. The field service representative found there was low wash on the sample probe wash station and adjusted the sample wash station wash. The customer ran controls and precision which were in range.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
Based upon the information provided for investigation,the most likely root cause of the issue was low wash of the sample probe. After service, the qc was acceptable and no further issues were noted.